Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. (Tflex-450 units.) Device not returned.

Event description:
It was reported that an intermittent minimum fill notification occurred after the user filled the cartridge with over 300 units of insulin during the load sequence. Reportedly, the customer overfilled the cartridge. A new cartridge was loaded to resolve the issue. The customer¿s blood glucose level was 150-200 mg/dl.